Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer states the contacts on the battery cap are not missing or damaged. The customer was assisted with troubleshooting and the display did not return. Customer also states that she got a weak battery on her pump weak battery alarm and customer was able to successfully clear the alarm. Customer. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No weak battery alert and no blank display anomaly noted during test. Insulin pump received with minor scratched lcd window.